Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to cubie failure. A field service engineer confirmed that the customer resolved the issue by ejecting and then reinstalling the cubies. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie failure, which was caused by the detection of duplicate addresses. The customer reported that duplicate pocket addresses were identified, leading the pharmacy to eject the items and return them to the nurse. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.